Event description:
"Rn reported scrubbing connection at the hub to change IV fluid tubing and it just fell apart." (B)(4).

Manufacturer narrative:
Care is required when using the 2fr v-cath PICC. (B)(6) is also known as (B)(6).